Event description:
It was reported that revision surgery was performed due to complaints of neurological change. The femoral stem, acetabular shell, centralizer and screws remain implanted.

Manufacturer narrative:
(B)(4) for r3 metal liners affects this device.